Event description:
Related manufacturer reference number: 2017865-2023-02292. It was reported that the patient presented in clinic due to erosion. Device interrogation revealed noise loss of capture on the atrial (ra) lead. The physician elected to cap and replaced the ra lead and the implantable cardioverter defibrillator was also replaced for erosion. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.